Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus continuous glucose monitor (cgm) sensor did not pair with the ilet pump after a sensor change, despite multiple scan attempts, and no alerts were received; customer care guided the user to restart the pump, toggle cgm settings, and rescan, after which the pump re-entered pairing mode and pairing was achieved. No adverse clinical symptoms reported. Outcomes included restoration of cgm-pump communication and no impact to health. User support included guided troubleshooting and user education on the sensor pairing process. Investigation of this case revealed a pairing failure that resolved with a pump restart, cgm setting toggle, and rescan, consistent with a transient communication or setup issue with the cgm integration. It was concluded, based on previously established findings for similar reports, that the cause was user technique or transient device communication behavior during pairing.